Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. Furthermore, a manufacturing and quality control review could not be performed since basic data of article identification (lot number) are missing. In general, the occurrence of bleeding during or after a procedure is an expected and foreseeable side effect, clearly identified in labeling and risk assessment with justification of benefit. The case will be closed from olympus side but may be reopened if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available at a later time. Then, this report will be updated.

Event description:
Olympus was informed that during an unspecified gynecological hysterectomy procedure at an unknown date, the suspect medical device was not performing as expected since it was not coagulating properly and the patient suffered from post-operative bleeding from uterine vessels. No further information was provided.